Event description:
It was reported that during surgery the bearing was opened and the components would not fit together properly. It was thought that components needed adjusting so all components were discarded and replaced with alternatives. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. It was later identified a commingle occurred during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to a manufacturing deficiency. Multiple complaints were identified that involved a 46mm bearing and a 44mm bearing that did not measure to the size listed on the box they were packaged in. They are related due to the fact that both lots are manufactured at warsaw west, of the same part family, and manufactured at the same time. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.